Event description:
It was reported that the remaining battery longevity estimate of the device did not change between two follow-ups spanning over one year. Abbott technical support was contacted, and confirmed the event. No intervention has been performed to resolve the event. The patient was in stable condition, and will continue to be monitored.

Manufacturer narrative:
A software was investigation was performed and the reported event of estimated remaining longevities that were not changed was confirmed. Based on the information provided, the exact cause of the cannot be determined as there is no data to determine the cause.